Event description:
It was reported that the health care professional (hcp) wanted a review of reports. Technical services (ts) reviewed the reports and stated that there were pacemaker mediated tachycardia (pmt) episodes and signal artifact monitor (sam) episodes. Ts did not have any electrograms (egms) to review and the channel that the sam episode occurred on is unknown as the sam episode occurred outside of the collection period. It was noted that there were no symptoms were reported. Ts recommended the hcp to review with the local boston scientific representative as needed. The device remains in use. No adverse patient effects were reported.